Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a loose power connector (port 1) found during smr upgrade. The device was replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Additional information received: it was reported from the site that there were no loss of power associated with the event and there were no alarms. It was further reported that the patient did not experience any symptoms and the issue was resolved with the exchange of the controller. No additional information available. One controller was returned for evaluation. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to port 1 was loose and contained a displaced gasket. Internal visual inspection showed that the nut behind port 1 was not loose but that there is contamination inside of the controller. The reported event of loose connector was confirmed visually. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.